Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4).

Event description:
A customer reported that diathermy was not working properly. The procedure and patient details were not reported. The impact was not reported. Additional information was requested.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. A sample was not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).